Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine insulin syringe experienced foreign matter. The following information was provided by the initial reporter: consumer reported seeing a "lubricant" on needle. Stated, he pushed on the plunger rod proir to injection, and very small drop of lubricant came onto the needle stated, he did not use the syringe stated, one syringe was affected today but he's had this issue in the past with different boxes 1 syringe affected.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2276316. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine insulin syringe experienced foreign matter. The following information was provided by the initial reporter: consumer reported seeing a "lubricant" on needle. Stated, he pushed on the plunger rod proir to injection, and very small drop of lubricant came onto the needle stated, he did not use the syringe stated, one syringe was affected today but he's had this issue in the past with different boxes 1 syringe affected.